Event description:
On (B)(6) 2013, the reporter contacted animas to report there was moisture under the display lens after the pump had been exposed to water in a pool. Troubleshooting revealed there was no misuse of the product, there was no damage seen to the battery compartment or battery cap and no corrosion on the pump. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting, this complaint is being reported.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/05/2013 with the following findings: the original complaint of moisture in the display could not be duplicated. There was no external evidence of moisture in the pump. The leak test failed due to a crack in the casing. The internal components were found to be corroded when the pump case was removed. Unrelated to the moisture complaint, the text on the display screen was faded. The pump cover was removed and the display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal with no discoloration of text. Also unrelated, the contrast and down arrow buttons were intermittently responsive. The rest of the buttons on the keypad responded properly. The keypad was intact. Contamination was found under all of the button contacts when the keypad was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.